Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Evaluation of the returned component found scratches around the hole suggesting the fracture occurred some period of time before implant removal, allowing wear to occur. Post-fracture damage obfuscates artifacts that could suggest fracture origin and failure mode. The user facility was notified of the event on february 17, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed february 18, 2011.

Event description:
It was reported that patient underwent a revision shoulder procedure on (B)(6) 2010. Subsequently, the patient was lifting a toolbox over his fence and felt a "pop". Radiographs revealed the humeral tray had fractured from the taper and a revision procedure was performed on (B)(6) 2010. The humeral tray was removed and replaced.